Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction ablation procedure, a dissection of the interventricular artery occurred. As the retrograde aortic approach was being performed, the patient complained of chest pain and difficulty breathing. An ECG showed st elevation in the v2 lead so a coronarography study with fluoroscopy was performed, revealing the dissection of the interventricular artery. The procedure was stopped, and the patient underwent emergency surgical repair of the dissection. Postoperative, the patient has remained in stable condition. There were no performance issues with any abbott device.